Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00723. It was reported the patient was experiencing ineffective stimulation. As a result the patient had their system explanted and replaced. Effective therapy has been restored